Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568 implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that a lead warning was triggered for low impedance in the right ventricular lead. It was further reported that the sensing and thresholds were "ok" and no high rates or noise were observed. The lead remains in use. No patient complications have been reported as a result of this event.